Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported issue with the image quality was confirmed; however the evaluation did not confirm the device working intermittently. In addition, the following reportable malfunctions were identified during the device evaluation: slice on cable and failed leak test between charged coupled device (ccd) and body cover. Based on the results of the investigation, it is likely the following led to the malfunction: component failure- bad image quality and poor color reproduction due to faulty ccd unit. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation, the camera head had a bad image quality, bad coloring, and intermittent imaging. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation, the camera head had a bad image quality, bad coloring, and intermittent imaging. The procedure was completed with a similar device. There was no patient involvement.